Manufacturer narrative:
The device was returned to medtronic for evaluation. No device, ancillary devices, or cines were received for evaluation. During visual inspection of the device, sanguine residue was noted within the balloon chamber confirming communication between the inflation lumen and sanguine environment had occurred. The total length was measured at approximately 220cm. The balloon chamber of the rapidcross dilatation catheter was placed within a pan of water. A 10cc water filled syringe was attached to the proximal hub luer lock. The balloon chamber was inflated and a leak was noted in the balloon chamber. The balloon chamber was examined under magnification and a pinhole tear was noted in the proximal half of the balloon chamber. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the rapid cross to treat a non-tortuous, 15mm calcified lesion with 50% stenosis in the posterior tibial artery. Inspected as per IFU with no issues noted. No resistance encountered during procedure. A syringe was used for inflation. It was reported at nominal pressure the proximal part of the balloon started to leak. The device was removed from the patient with no difficulty reported. Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.